Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level of 525 mg/dl. Reportedly, there were air bubbles in the cartridge tubing. Customer delivered a correction bolus, a manual injection, and changed all supplies to address high bg. Tandem technical support assisted customer with priming the air bubbles out. Reportedly, customer had been using insulin beyond labeling.